Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia event coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.